Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead exhibited loss of capture due to dislodgement. The lv lead tip was found in the atrium. Fluoroscopy from the original implant on (B)(6) 2020 indicated that there was too much slack on the lv lead, which may have contributed to the dislodgement. The lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.